Manufacturer narrative:
The date of the event is estimated based of 6months after the procedure date. (B)(6).

Event description:
It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 33mm watchman laa closure device & delivery system (wds) were used. There was a 2-3mm gap observed between the laa wall on the posterior side and the device without an obvious leak. The release criteria was met and the procedure was successfully completed. The patient was administered eliquis as an anticoagulant post implant. A 45 day follow up transesophageal echocardiography (tee) revealed no leaks and no change in size of the gap from the initial implant. Additionally, eliquis was continuously administered. On an unspecified date, the patient presented for their 6-month tee follow up which revealed two 6mm large device thrombus. One was on the screw and the other was near the posterior shoulder. The patients medication regime changed from eliquis to prazaxa and a nine month tee reevaluation was scheduled.